Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the mc sample probe and ratio pump stack assembly to resolve the issue. The customer was satisfied with the service provided. No further action is required.; section a2, a4 & a5: information was not provided by the customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported elevated sodium (na) patient results and inconsistent ion selective electrode (ise) quality control (qc) results generated on their dxc 600i clinical chemistry system, (part number (pn) a25639 serial number (sn) (B)(6). One erroneous patient result was reported outside of the customer's laboratory. Patient treatment was not affected. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient demographics.